Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - pump had purge failure alarms when first put on patient. The hospital biomed stated the pump was switched out within 2 minutes and iabp therapy was completed as planned. No patient complications or other intervention was required. Software level 2.24. Findings/action taken: the pneumatic control switch (pcs) assembly was sent to and replaced by the hospital biomed. The pump is back in service.